Event description:
Allegedly patient suffering due to mom complications: limited rom; elevated cocr levels; evidence of altr and presence of cystic response (fibrous connective tissue and synovial tissue with pigment ladenmacrophages); brown colored/stained tissue; and evidence of metallosis: - left

Manufacturer narrative:
This is the same event as 3010536692-2015-01222.